Event description:
It was reported that in (B)(6) 2009, high impedances and a possible connection problem with the device were noted by the hcp. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).